Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the remote transmission sent a message indicating the implantable cardioverter defibrillator maybe in backup vvi operation. In clinic interrogation revealed the device was in backup vvi. The patient was asymptomatic to the event. After software download via engineering test page, normal device function resumed. The patient would continue to be monitored.